Event description:
It was reported that the touchscreen was unresponsive. Subsequently, the customer went to the emergency room (ER) and subsequently admitted to the intensive care unit (ICU) with a blood glucose level of 933 mg/dl. The customer delivered a bolus and administered manual insulin injections prior to going to the ER in attempt to resolve the issue. The customer was treated with intravenous insulin and saline while in the ICU and was released on (B)(6) 2025.